Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned several times during the implant due to sensing and thresholds issue. A helix issue was noted. The lead remained implanted. No adverse patient effects were reported.

Event description:
Additional information noted that this lead was surgically abandoned due to high pacing thresholds seen. No additional adverse patient effects were reported.